Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation; short proximal aortic neck; an inverted funnel shape; and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependant upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made.

Event description:
In 2005, a renu extension was placed in the patient with a pre-existing graft that had migrated. The patient also had considerable infrarenal angulation. Due to the angulation, a renu converter was recommended for use by the physician reviewer, but the implanting physician elected to use a renu extension instead. The patient did not return for one year follow up, until a few months after she was supposed to. At this time, a CT scan showed significant migration; however, it is not known which device had migrated. There apparently was no intervention done at this time. Sometime after the CT scan, which was performed in 2007, the patient's aneurysm ruptured and she subsequently expired.